Event description:
The patient reported frayed wires of the power supply cord. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system and power accessories were received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. No visible damage was observed on the power cord. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires was confirmed.